Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.